Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: (B)(4) samples (model # 20039e) were returned by the customer. It was reported that that it was not possible to flush saline through extension set with multiple attempts. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of (B)(4) samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of (B)(4) samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 20039e, lot number 20126089 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 46 smallbore 6 inch ext vlv sets could not be flushed with saline due to flow issues / blockage. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "unable to flush saline through extension set with multiple attempts."